Event description:
It was reported that during preparation for an iliac stenting treatment procedure, premature stent deployemnt occurred. According to the customer "during prep, they said it came out of the package partially deployed". They could not put it in the patient. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "fine."